Manufacturer narrative:
(B)(4). Physio-control replaced the system pcb to interface pcb flex cable assembly and observed proper device operation through functional and performance testing. The device was then retuned to the customer for use. Physio further evaluated the removed system pcb to interface pcb flex cable assembly at the failure analysis center and was unable to duplicate the reported problem.

Event description:
Physio-control was evaluating the device for unrelated issue when it was observed that it would stop charging energy and lose an ECG signal via the therapy cable. The issue was observed when the device was moved back and forth. There was no pt use associated with the event.